Event description:
Information was received from the physician that the seizures were below pre-vns baseline levels and were believed to be caused by low battery. No further relevant information has been received to date.

Event description:
It was reported in clinic notes that the patient had been having increased seizures (7-12 per month). The patient's generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.